Event description:
Pump reported to have shut down without alarming on a patient receiving an adrenaline infusion (double or triple strength 12 or 18mg/100ml at a rate of 40ml/hr). The clinician looking after the patient verified that pump was running normally when he left the patient. Reportedly, after a couple minutes the clinician was called back to the patient in response to the patient's blood pressure alarm. At this time the clinician noted the pump was off. Prior to the reported pump incident the physician and the num (nurse unit manager) were debating whether to continue therapy. After the incident, the staff clinician made the decision to discontinue therapy and the patient subsequently died. Reportedly, the physician involved confirmed that the pump did not directly cause the patient's death.